Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneously low total bilirubin (tbil) results for several patient samples assayed on a synchron lx20 pro clinical chemistry system. The erroneous tbil results were not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that quality control (qc) results were recovering within the laboratory's established ranges at the time of the event. The customer reported that the tbil results for some patient samples were 0.2 and 0.3 umol/l. When reassayed on the laboratory's other analyzer, the patient samples yielded higher tbil results. These higher tbil results were interpreted to be correct and were reported outside of the laboratory. Specific data has been requested from the customer, but has not been provided.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse replaced the sample syringe and the reagent syringe. The fse verified the repairs by performing a precision analysis and by assaying quality controls. The event described in this medwatch report is similar to another event from the same customer which occurred on a different date. The related medwatch report number is 2050012-2011-04076.